Event description:
It was reported in a literature article that the patient underwent a foramen magnum decompression and c-1 laminectomy, intradural lysis of adhesions, and shrinkage of the cerebellar tonsils, followed by an occiput/c2 fusion with custom-contoured loop instrumentation, rib graft, and rhbmp. The patient presented approximately 4 weeks after surgery with clinical and radiographic evidence of a fluid collection at the operative site. The patient did not complain of postural headaches. The fluid was aspirated and found to be serous and cultures were negative. It was believed that this patient might have also developed a seroma secondary to the use of rhbmp. The patient was then treated conservatively and the fluid collection resolved over several weeks.

Manufacturer narrative:
Literature article citation: lindley, t et al. Complications associated with recombinant human bone morphogenetic protein use in pediatric craniocervical arthrodesis. J neurosurg pediatrics 2011; 7:468-474 (10.3171/2011.2.peds10487). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent posterior fossa craniotomy with foramen magnum decompression and partial c1 laminectomy, with intraoperative ultrasonography and use of operating microscope, and intradural lysis of adhesions with shrinkage of tonsils. She was placed in a crown halo for traction. Per the physician's notes, after discharge, "the patient then started to develop a fluid collection at the superior most portion of the incision. I had previously aspirated this four days ago. It has recurred the question is whether she has a csf leak or" additionally, per physician's notes: "patient has been doing quite well in her aspen minerva brace. Has had no headaches or significant neck pain, no numbness or tingling and strength has been good. Cervical spine x-ray show good bony fusion. Patient is doing very well and is to return prn."